Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : attune cementless cr size 3 left femoral component porocoat coating faulty. The porocoat coating had visible cracking on the anterior chamfer region. Surgeon noticed the defect and it was not implanted. The devices associated with this report were returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the manufacture site which conducted a visual inspection of the returned device. The investigation performed by the manufacture site confirmed there was "separation", defined as, lines on the porous surface where consecutive beads have not been sintered together, giving the appearance of "cracks" in the porocoat surface of the femoral component. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fem por cr lt sz 3 would contribute to the complained device issue. Based on the assessment of the current complaint unit condition against the required manufacturing specifications, the complaint unit failed the inspection criteria. Root cause was traced to human error at the manufacture site during application of porous coating. Therefore, the manufacturing issue has been addressed in the depuy synthes quality system to further investigate the confirmed nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : an nr was created to address current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune cementless cr size 3 left femoral component porocoat coating faulty. The porocoat coating had visible cracking on the anterior chamfer region. Surgeon noticed the defect and it was not implanted. Surgery was delayed 3 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no patient harm related to the event.